Event description:
It was reported that the patient's spinal cord stimulator had stopped working. The patient was not sure what part of the spine the lead was on but he was sure the lead had come off his spine. The patient stated the battery was still good. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer: model 7435, serial# (B)(4). Lead: model 3586, serial# unknown, implanted: 1997 (B)(6), explanted: na. Extension: model unknown, serial# unknown, implanted: 1997 (B)(6), explanted: na.